Event description:
It was reported that the 9800 sys appears to be overheating. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. A footswitch, coin battery and battery pack has been ordered. Once the identified components are replaced it is believed that the reported issue will be addressed and the sys will function as intended.